Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a journal article that the patient received an unknown inter-op cup on an unknown date and experienced measured liner wear of 2 mm or greater. The patient underwent a revision surgery on an unknown date.

Manufacturer narrative:
The reported product was not manufactured by zimmer (B)(4). The device was manufactured by zimmer (B)(4). An initial report and an follow up report have already been submitted ((B)(4); MFR report number: 1822565-2015-01737). Therefore this case will be invalidated. Zimmer's reference number of this file is (B)(4).